Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 40, code f, taper 18/20 catalogue# 0100181400 ; lot# unknown, metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalogue# 0100185145 ; lot# unknown. Therapy date : feb 21, 2018. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to pain, cyst formation and metallosis.

Manufacturer narrative:
Medical device: metasul ldh, head, 40, code f, taper 18/20 catalogue# 0100181400 ; lot# 2272479 metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalogue# 0100185145 ; lot# 2318785. Therapy date : (B)(6) 2018. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been identified and CAPA was initiated and performed. Review of event description: after approximately 12 years in vivo the durom cup and the metasul ldh head with adapter were revised (according to the vigilance report of the hospital) due to articular pain, formation of a periprosthetic cystic cavity with haemorrhage-necrotic tissue and secondary metallosis due to trunnionosis. Review of received data: the information was taken from the vigilance report of the hospital. Besides this there is no other information available. The hospital pharmacy informed zimmer biomet that other information is not available because they have no longer the documentation. In the vigilance report, the incident date is given as (B)(6) 2018. However, it is not clear if this is the actual explantation date. The retrievals were received together with a decontamination certificate of zimmer biomet italy which states that the parts were decontaminated according to iso 15883-1 using a washer machine (temperature = 93 °c for duration of 10 min). Devices analysis: visual examination. The durom cup shows sparse remains of bone attachments on the anchoring surface. On the latter coarser instrument scratches and tiny polished spots are noticeable probably deriving from the revision surgery. The equatorial fins and the cup¿s rim are slightly damaged as well. Slightly shiny marks can be seen in the three instrument notches. On the cup¿s rim, bevel and adjacent articulation surface small spots and sometimes arranged in lines can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. Inspecting the articulation surface by naked eye numerous fine scratches and several coarser scratches are visible. The latter probably derived from the revision surgery and / or the handling prior arriving at zimmer biomet winterthur. Under certain light conditions it seems that the polished appearing center is surrounded by matter appearing zones. Inspecting those zones with a low power microscope type wild m38 (wnt-03-rsr-540-161187), the scratch density is higher compared to the polished appearing center. The metasul ldh head shows some spots lines as already seen on the articulation surface of the cup. Close to the pole there is a long scratch and approximately perpendicular to it another scratched smeared area. Numerous fine and several coarser scratches can be recognized as well. The articulation surface was inspected under a microscope type nikon epiphot (eq-ID wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). The long scratch, located close to the pole, consists of fine parallel scratches which probably derived from an instrument. In the scratched smeared area a mixture of scratches and smears is visible. In the loaded area diffuse scratches can be noticed and the carbides, which protruded slightly in the original surface state, are levelled. The carbides are still recognizable in the unloaded area. On the head taper a small zone with either organic deposits and / or possible signs of surface changes matching a similar zone on the outer diameter of the head adapter can be seen. Additionally, there are zones of organic deposits on the head taper. On the inner surface of the head adapter surface changes due to fretting corrosion as well as organic deposits were found. A mark can be observed in the proximal region of the contact area. Articulation wear measurement the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 6.7 m and 4.2 m for the cup which results in an annual wear rate of approximately 0.6 m for the head and 0.4 m for the cup. The wear area shown on the wear map for the cup fits the polished appearing center of the cup as described above. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing [2]. After approximately 12 years in vivo the durom cup and the metasul ldh head with adapter were revised (according to the vigilance report of the hospital) due to articular pain, formation of a periprosthetic cystic cavity with haemorrhage-necrotic tissue and secondary metalosis due to trunnionosis. There is no clinical information, e.g. X-rays, surgical reports, intraoperative pictures and so on, available that could give evidence of the before mentioned phenomena. On the anchoring side of the durom cup sparse remains of bone attachments are visible. The articulation surface of the cup is inconspicuous. Its polished appearing center can be considered as the loaded area while the surrounding matter appearing zones form the unloaded area. The long scratch seen close to the pole of the articulation surface of the metasul ldh head could possibly originate from an instrument used during revision surgery. The scratched / smeared area also recognizable on the articulation surface of the head could probably derive from the dislocation performed during revision surgery. The appearance of both articulation surfaces does not indicate signs of abnormal wear. The articulation wear value of the pairing can be considered low compared to the annual average wear rate given in the literature. On the head taper and the outer diameter of the head adapter either organic deposits and / or possible signs of surface changes were seen. On the inner diameter of the head adapter surface changes due to fretting corrosion were found. The reason for these surface changes on the adapter cannot be determined based on current available data, but its cause is multifactorial including patient and/or surgical related factors. Based on the retrieval investigation and the available information it stays unknown to which extent each of the observed phenomena contributed to the reported reason for revision. A possible cause for the reported event is inappropriate surgical technique which is specifically treated in a corrective and preventive action. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the mostprobable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. References: [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4 and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015. [2] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. Zimmer¿s reference number of this file is (B)(4).